Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that on two different occasions, insulin pump was suspended due to taking a shower and insulin pump did not alarm to resume as customer forgot to resume. Customer reported that on one occasion, she did not realize that pump was in suspend for 3 hours and the other was for 8 hours, which caused customer to feel sick and nauseous and have high blood glucose. Customer's blood glucose was 500 mg/dl. During troubleshooting, insulin pump passed self-test. Customer reported that the beep was not loud enough and requested for insulin pump to be replaced.